Manufacturer narrative:
(B)(4). Batch # t5ax3v. Additional information received: the product wouldn¿t fire. When she went to reload there were 3 staple drivers on one side of the knife blade showing. Device analysis: the analysis results found that the tcr10 reload was received with no apparent damage with the swing tab in the unlocked position. The reload had the proximal 3 drivers up without staples and the remaining drivers were down. After the functional test, 7 staples were noted missing along the staple line. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, reload that did not fire.